Event description:
It was reported that the device was showing error 41622 when priming or running up during infusion. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device was showing error 41622 when priming or running up during infusion¿ was confirmed by functional test on motor. The probable cause was faulty cam flex sensor. The cam flex sensor was replaced; error code 41622 was cleared and the pump passed functional and accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.